Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 394-516 (mg/dl). To address the bg level, the customer delivered a correction bolus. Subsequently, the customer confirmed a new infusion set would be used. Additionally, the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate.